Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient is experiencing seizures and it is unknown if it is related to the the device/therapy. No further complications were reported or anticipated.